Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the resistance on the extension was too high during procedure. The device was replaced and the operation was completed. The patient was in good condition and was currently in the hospital for observation. No patient symptoms/complications were reported.